Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of inappropriate auto mode switch were observed due to far field r-wave oversensing. The patient will be brought in for programming changes.